Event description:
A caller reported an issue with a cgm error 42. There was no adverse impact to the customer's blood glucose level. A technical support representative guided the caller through a pump reset, and after the reset, the error code did not reappear. The caller successfully started their sensor session afterward.